Event description:
Patient reports, having periodontal issues. That have aggravated by the byte aligner treatment, since the retainer rubbed and caused a lot of irritability accompanied by more gum recession and bad tmj (temporomandibular joint dysfunction) pain. Patient stated, one of the retainers broke.

Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.